Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was used during an anterior vaginal wall procedure performed on (B)(6) 2015. According to the complainant, the patient experienced mesh erosion. Surgical resection and wound closure in the operating room was performed. On (B)(6) 2016, 15x5mm mesh exposure occurred in the inner part of left anterior vaginal wall. On (B)(6) 2016, the patient underwent exposed mesh removal and colporrhaphy procedures under spinal anesthesia. Reportedly, on (B)(6) 2016, the patient was cured and there was no sexual pain felt.